Manufacturer narrative:
Results and conclusions: embolism-device. Severely tortuous with severe calcification with sub total occlusions.

Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of an rca lesion. The vessel morphology was severely tortuous with severe calcification with sub total occlusions. The lesion was pre-dilated. It was reported that the physician had another MFR's drug-eluting stent dislodged prior to inserting the endeavor drug-eluting stent; the stent remains in the pt. It was reported that the physician inserted the endeavor drug-eluting stent; however he was unable to cross the lesion. It was reported that upon attempting to remove the delivery sys the physician experienced difficulties and then the stent dislodged. The stent remains in the pt. It is unk how the case was completed. No add'l clinical sequelae were reported and the pt is fine.